Manufacturer narrative:
(B)(4).

Event description:
It was reported "the swg was out of shape before using on the patient.". No patient involvement.

Event description:
It was reported "the swg was out of shape before using on the patient." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components of an opened 2-l cvc kit for evaluation. The guide wire in the kit was returned within its advancer tubing. However, the swg assembly was returned without the end cap , indicating the customer handled the swg. Signs of use in the form of biomaterial was observed in the advancer and straightener tubing as well as the product lidstock. Visual examination of the guide wire revealed one kink towards the distal end of the guide wire. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 572 mm from the proximal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with this kit states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of guide wire damage before use was confirmed by investigation of the returned sample. Visual analysis confirmed the guide wire had a kink adjacent to the distal j-bend. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The returned sample showed evidence of use (dried blood within the device) which contradicts the customer report that the defect was identified prior to use. The root cause of this issue could not be determined based on the discrepancy between the customer report (defect prior to use) and the returned sample (evidence of use). Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the swg was out of shape before using on the patient." No patient involvement.